Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was confirmed but not reproduced. The cause of the condition was not determined. The pump was not repaired at this time and has been removed from service. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a failure code 810:11 on channel c, which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.